Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent endovascular treatment for a thoracic aortic dissection using the gore® tag® conformable thoracic stent graft with active control system (ctag). As an adjunctive procedure, a left common carotid artery¿left axillary artery bypass was created. During the primary deployment of the ctag at a position where the partial uncovered stent (pus) partially overlapped the left common carotid artery, the ctag migrated slightly in the proximal direction. The delivery catheter was therefore pulled distally, and an angulation maneuver was performed. After complete deployment of the ctag, approximately 80% cover of the left common carotid artery was observed, with delayed blood flow. To correct the issue, a gore® viabahn® vbx balloon expandable endoprosthesis (vbx) was deployed in the left common carotid artery using the chimney technique. Subsequent angiography confirmed that the vbx had migrated approximately 2 cm distally (toward the cranial direction). A bare-metal stent was additionally implanted, resulting in improved blood flow. <attending physician¿s opinion> although the pus contacted the left common carotid artery to some extent, I believe that the ctag was deployed according to the intended marking. During half deployment, the stent rose more than expected on the lesser curvature side, causing it to stand up and possibly push the vessel upward. I confirmed the marking position and believe it was appropriate. As the distance to the dissection entry was relatively short, the chosen landing zone was somewhat aggressive and placing the ctag a few millimeters more distally might have been an alternative option.

Manufacturer narrative:
Emdr section h6, codes c19 and d15 updated to reflect results of product history review. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications.